Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a tortuous and calcified mid cx lesion exhibiting 90% stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion and excessive force was used. It was reported that stent damaged occurred. The physician has assessed that the event was due to the lesion being so calcified and from the excessive force being used to try and cross with the stent. The physician commented that there was nothing defective with the device. The procedure was completed with another resolute 3.0 x18 mm stent. No patient injury reported.